Manufacturer narrative:
Patient ID, date of birth and weight are not available for reporting. Patient¿s age is reported approximately in 70s. This report is for one (1) unknown screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Device was reportedly discarded. Reporter contact number (B)(6). (B)(4). This report is for one (1) unknown screw. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on (B)(6) 2015, patient underwent initial implant procedure. On (B)(6) 2016, the patient was revised from a pfna nail to lfn or blade plate due to non-union. The implant was not broken and the surgeon believes that the patient experienced a non-union related to "bad" fracture and the patient's poor biology-rheumatoid arthritis. No delay in surgery was reported. Patient outcome was reported well one day after revision procedure. This report is for one (1) unknown screw. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Date of event is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.